Event description:
The customer tested her blood glucose using 2 contour next link meters and received readings of 200 and 52mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No evidence of an adverse event was alleged. The test strips were discarded. Replacement meter was sent to the customer.

Manufacturer narrative:
The initial reporter information was not provided in the initial report.